Manufacturer narrative:
Analysis confirmed the complaint of the stylus not aligning with the cursor on the programmer screen. The connection between the overlay and the printed circuit board (pcb) was reseated and the programmer was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was not sensitive to the stylus touch pen and that on the left-hand side the deviation between the stylus tip and the cursor was about 3 centimeters. The programmer was returned for service. No patient complications have been reported as a result of this event.